Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, however, photographs were provided. It was visually confirmed that the blade was broken at the mount. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 5400037000, serial number: (B)(4).

Event description:
It was reported via the service repair technician that a broken blade was found inside the handpiece. It was also reported that there was no user injury and no adverse consequences as a result of this event.